Manufacturer narrative:
The patient was treated also with medication. The patient was not on dapt therapy prior to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, one resolute onyx stent was implanted into the left anterior descending artery and one resolute onyx stent was implanted into the right coronary artery. Approximately two months post index procedure (B)(6) 2019), patient suffered stent thrombosis of stent implanted in the rca. Revascularization of the right coronary artery was carried out using coronary balloon catheter. Patient recovered. Investigator assessed the event as probably related to the index device and not related to anti-platelet medication.